Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of angle wire; the play of up/down knob was out of the standard value. Additionally, the nozzle had foreign objects due to insufficient cleaning. The angle wire was stretched, the up/down knob had corrosion, the water supply connector was loosened, the protector of the video cable was damaged. Due to damage on charge coupled device unit, the image had white dots. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the angulation works but angulation control knob feels too loose or light on the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter clogging in nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained and the instructions for use is being implemented. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf-170 series operation edition. Instruction manual gif/cf-170 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.